Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that during the opening of the package of a mentor ce med hgt te w/sut tabs 275cc tissue expander that the device had deflated. The device was not used in any surgery and had no patient contact.